Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the pump was replaced on (B)(6) 2021. According to the hcp, the patient is "fine". Notification was sent to the company's quality team to remove the explanted pump at the hospital's supply center.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: the previously applied device code d16 has been replaced with d03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4), attachment (con, rep, for): information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving morphine (10 mg/ml at 0 ,600 mg/day) via an implantable pump. It was reported that the patient reported several episodes of a critical pump alarm. The patient experienced increased pain. After telemetry, it was determined that several events occurred of pump motor stop / stall with return of operation after some time. As per the logs provided, the following occurred: (B)(6) 2021 10:53 pm - critical alarm, pump motor shutdown, (B)(6) 2021 2:36 am - pump motor recovery, (B)(6) 2021 6:43 am - critical alarm, pump motor shutdown, (B)(6) 2021 7:09 am - pump motor recovery, (B)(6) 2021 10:52 am - critical alarm, pump motor shutdown, (B)(6) 2021 1:02 pm - pump motor recovery, (B)(6) 2021 12:14 am - critical alarm, pump motor shutdown, (B)(6) 2021 2:31 am - pump motor recovery, (B)(6) 2021 7:40 am - critical alarm, pump motor shutdown, (B)(6) 2021 12:42 pm - pump motor recovery, (B)(6) 2021 7:53 pm - critical alarm, pump motor shutdown, (B)(6) 2021 9:53 pm - pump motor recovery, (B)(6) 2021 12:41am - critical alarm, pump motor shutdown, (B)(6) 2021 1:07 am - pump motor recovery, (B)(6) 2021 9:23 am - critical alarm, pump motor shutdown, (B)(6) 2021 12:55 pm - pump motor recovery, (B)(6) 2021 9:31 pm - critical alarm, pump motor shutdown, (B)(6) 2021 9:49 pm - pump motor recovery, (B)(6) 2021 10:16 pm - critical alarm, pump motor shutdown, (B)(6) 2021 12:54 am - pump motor recovery, (B)(6) 2021 7:40 am - critical alarm, pump motor shutdown, (B)(6) 2021 7:58 am - pump motor recovery, (B)(6) 2021 7:33 pm - critical alarm, pump motor shutdown, (B)(6) 2021 7:43 pm - pump motor recovery, (B)(6) 2021 12:50 am - critical alarm, pump motor shutdown, (B)(6) 2021 5:31 am - pump motor recovery, (B)(6) 2021 9:10 am - critical alarm, pump motor shutdown, (B)(6) 2021 10:06 am - pump motor recovery, (B)(6) 2021 8:16 am - critical alarm, pump motor shutdown, and (B)(6) 2021 11:42 am - pump motor recovery. There were no known external factors. They scheduled a temporary stop of the infusion pump for approximately 15 minutes in an attempt to interrupt the stops and alarms; however, they were unable to obtain positive results. The patient was hospitalized, and they were waiting for release of material to replace the pump. The issue was not resolved as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown.